Event description:
On (B)(6) 2013, the patient's husband reported that her infusion device had displayed e4 (occlusion error). The patient's blood glucose level was elevated to 380 mg/dl and her normal range is 115-120 mg/dl. Her husband stated that he had to give her an injection of 10 units of insulin and that she would not have been able to give herself the injection. While disconnected from the device, the patient primed through the infusion tubing and was able to successfully prime without receiving an e4. The infusion device and infusion set were replaced. The used infusion set was discarded. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customers allegation. The occlusion limits were tested successfully. The e4 occurs (occlusion) if the force, measured by the force sensor, is too high. The problem mentioned by the customer could not be reproduced.